Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the clinic with a non-functional device, reporting that the system was no longer cycling and the pump bulb remained collapsed. Upon inspection, air was observed in the pump. Additionally, a perforation in the left cylinder and associated fluid loss were identified. The ipp was subsequently explanted and replaced. No patient complications reported.